Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the induction phase at implant, the implantable cardioverter defibrillator (ICD) was not consistently able to convert the patient at maximum output settings. Another attempt was made on post-op (B)(6) with the same results. Based on the patient's high defibrillation thresholds, the physician explanted and replaced the ICD. No patient complications were reported as a result of this event.